Event description:
It was reported that the maryland bipolar forceps instrument was not recognized by the console after a da vinci hysterctomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis installed the instrument on an in-house system for recognition testing and the instrument was not recognized on multiple attempts. The pogo pins were not stuck or contaminated. Failure analysis investigation also found the following additional damages to the instrument: the pitch down cable was loose at the wrist. The cable was not frayed. The pulley exhibited several indentations on the edge of the pulley. The grip cable was undamaged. The evidence was inconclusive, but the indentations were likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal. The scratches were .171 - .108 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.